Manufacturer narrative:
Vacuum under limit errors were noted by customer. In the case of vacuum under limits errors, the wash tower can overflow during the utility assay process or while running samples. If customer has a vacuum under limit error and is unable to resolve it, the customer is advised to put instrument in not ready state until engineer arrives. No other system error messages were noted for this event. Bci customer technical support (cts) guided customer through flushing of vacuum pump but it still failed to aspirate. Service was dispatched, and the field service engineer (fse) found vacuum pump to be defective. The fse replaced vacuum pump and performed a verification testing on the new pump. Defective hardware was the root cause for this event.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a fluid leak on access immunoassay analyzer. The leak was coming from wash tower for the main pipettor of the instrument. The customer cleaned up the leaking wash buffer. There was no report of injury or exposure to any hazardous fluids.